Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a weak circulation pump. The device was evaluated and the reported issue was confirmed, due to a weak circulation pump. The circulation pump was serviced. Performed 2k pm service on the unit. Replaced the heater # 1513, with new heater # 2231. Manifold o-rings, drain valves and the coin cell # 14.10.27., with new coin cell # 22.4.26. Performed a functional check and pre-cal the device after the repairs. Placed on acats (automated calibration and test system). Passed acats and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure. And therefore, the reported event is not manufacturing related. The complaint or reported issue was confirmed, through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported, that the arctic sun device was failing for calibration error 80. A check of the diagnostics indicated a mixing pump failure. Biomed stated, that they would discuss repair options with management and determine next move . Per sample evaluation results received on (B)(6) 2023, the root cause of the reported issue was, due to a failed mixing pump. It was reported, that the arctic sun device was primed to fill . It was stated, that the l-tube and double l-tubing appeared distended or expanded. But water flow was not impeded. It would be replaced preventatively.